Event description:
I have been experiencing a dry cough for about 4 months. First I thought it was related to the pfizer-biontech covid-19 vaccine as it started two days after my first shot but with the recent philips respironics recall I am now wondering if it is related to that instead. I have taken 2 months of nasonex and almost a month of symbicort but the cough is still there. I have also tried various home remedies. I did have an chest x-ray done which I will find more about in the coming days. Chest x-ray results to come. FDA safety report ID# (B)(4).